Event description:
It was reported that the 8015 unit had watchdog error. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The reported issue that the 8015 unit had watchdog error was confirmed by the tech support. Tech support had a walkthrough with the customer and revealed the following, tech called in for assist on error he is get on 8015 bd unit. Tech get watch dog error on unit explain to tech the unit is un restorable will need to come in for services repair. Unit is still under first year warranty transfer tech to services repair to setup unit for repair. No further investigation of this issue is possible at this time, and no patient involvement was reported. Device was not returned to manufacturing facility for evaluation.

Event description:
It was reported that the 8015 unit had watchdog error. There was no patient involvement.